Event description:
It was reported that the bd alaris¿ extension set experienced a loose IV set connection. The following information was provided by the initial reporter: defective luer-lok connection that doesn¿t create a secure connection and allows air to enter the line. We have had to switch to using all microbore with the pressure-sensing disc until we can try a new lot #.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022 . H6: investigation summary one sample was received for quality investigation. The customer complaint of connection issues could not be verified by investigation. The investigation began with a visual inspection of the extensions set for any damage or broken components. No damage was visually apparent. The extension set was then primed using a syringe with water. The distal male luer was capped and pressure was applied to the syringe to increase the pressure on the extension set and examine if the male luer connector allowed for any leakage. The male luer operated as intended and did not leak. A device history record review for model 30914 lot number 22093247 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue reported could not be determined because the reported failure could not be replicated. H3

Event description:
It was reported that the bd alaris¿ extension set experienced a loose IV set connection. The following information was provided by the initial reporter: defective luer-lok connection that doesn¿t create a secure connection and allows air to enter the line. We have had to switch to using all microbore with the pressure-sensing disc until we can try a new lot #.